Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc kenosha, wi facility as part of a 50-pc lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument shows that the jaws are looses and misaligned to each other and bent to the right and the jaw pivot pin is pulled through one side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation, this instrument was disassembled in order to evaluate its internal components and it was found that the inner drive rod is also bent/damaged where they engage the jaws. We suspect that the damaged drive rod boss caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod and outer tube assembly to become bent/damaged and for both of its bosses to become damaged and for the jaw pivot pin to be pulled through one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the jaws of the applier was found deformed during use. Therefore, it was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred".